Event description:
Download data from a (B)(6) male pt revealed that the pt was receiving "add gel" messages. Zoll customer support contacted the pt an issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires within the cable. The damaged wires caused the "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.